Event description:
As reported, during a pulmonic valve in valve case by jugular approach, within a failed surgical heart valve, the delivery system balloon ruptured when the valve was fully deployed. +2cc was added to the delivery system but at the time of the rupture there was still 1cc remaining.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, a double radial balloon burst was confirmed. No balloon pieces were missing. Wrinkles were noted on the crimp balloon. Due to the nature of the complaint, no functional testing was able to be performed. Single wall thickness of the inflation balloon was taken along the edges of the burst location. An out of specification measurement could make the material more susceptible to bursting and be indicative of a manufacturing non-conformance. Measured components were within specifications. A device history record (DHR) review and lot history review were performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Per the complaint description, the commander delivery system was used off-label via trans-jugular approach in the pulmonic position with a sapien 3 ultra (s3u) valve. The commander delivery system (ds) is indicated for use in the pulmonic position via the transfemoral artery with the sapien 3 thv only. It remains off-label for trans-jugular approach and with use of the sapien 3 ultra valve. The IFU was reviewed for transfemoral procedure with the use of a sapien 3 valve. Additionally, the device preparation manual, and device training manual were reviewed. During thv deployment, prior to deployment check to ensure thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by unlocking the inflation device and confirm thv position. Begin initial deployment with a slow controlled inflation and reposition thv as necessary. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon and withdraw the balloon. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment, and slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. If delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force - take care when crossing the thv, tracking back through the anatomy and removing the delivery system (through the tip of sheath). Maintain guidewire position, check for pv leaks under echo, if post-dilation needed, use a new delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment (pra) is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The delivery system balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the delivery system balloon ruptured when the valve was fully deployed'. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, an existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, +2 cc's to the normal volume used for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 26mm commander delivery system is 23ml. It is possible once the balloon was filled volume past the target, it is subjected to pressures high enough to cause the balloon to burst and lead to the reported event. Likewise, the off-label use of the commander delivery system may have also contributed to the reported event as the delivery system is not indicated for use in the pulmonic position via trans-jugular approach with the sapien 3 ultra valve. As such, available information suggests that patient factors (pre-existing valve) and procedural factors (over inflation, off-label use) may have contributed to the complaint event.